Event description:
It was reported that during the procedure, after implanting a 3.0x18 xience x rx stent into the mid left anterior descending (lad) coronary artery, a waist was noted in the stent. Post-dilatation of the stent was performed with a 3.75x12 nc trek balloon dilatation catheter to fully appose the xience stent to the vessel wall; however, during the first inflation, when the trek was pressurized to 14 atmospheres, the balloon ruptured, with a balloon pinhole noted, and a free perforation was discovered in the vessel. The perforation self-sealed and no medication was administered. When the trek was withdrawn without resistance, it was noted that the balloon was not completed deflated even though a negative had been pulled to completely deflate the balloon. The procedure was considered completed. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. The balloon was returned partially inflated. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience v is being filed under a separate manufacturing report number.